Event description:
The tip of the forcep broke off during procedure. After searching the pt for 30 minutes, the broken piece was discovered on the floor. The pt did not suffer any adverse effects as a result of this incident.